Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said there was not enough lubricant. It was unclear if the lot number was requested. No medical intervention or patient impact was reported. No additional information was provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A labeling review was not performed because labeling could not have prevented the reported failure. The DHR review could not be performed without a lot number. Based on the investigation results no additional action is required at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there is not enough lubricant. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided.